Event description:
It was reported that the customer experienced a low blood glucose (bg) in the low 50's (mg/dl). Reportedly, the customer thought the pump delivered too much insulin via bolus. Sugar cubes were consumed to treat bg level. Tandem technical support verified pump delivered accurate amount of insulin via bolus according to customers settings. Recommendation was made to consult with healthcare provider regarding diabetes management.